Event description:
Foreign object noted on CT head performed on [date redacted] and presumed to be aspiration catheter tip marker retained after mechanical thrombectomy performed two days prior. Lodged in left posterior cerebral or left posterior communicating artery with resultant left posterior cerebral artery stroke. The patient had a left middle cerebral artery stroke initially and it does not seem that the subsequent stroke contributed to any additional neurologic disability.